Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no." The patient's concurrent conditions included depression, hypertension and pain nos. Concomitant products included buspirone since 2017, escitalopram since 2017, hydrochlorothiazide since 2018, propranolol since 2016 and sumatriptan since 2017. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("pain"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (to remove the essure implant anticipated or scheduled date: (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, libido decreased, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight increased and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Essure removal :anticipated or scheduled date: (B)(6) 2018, reason(s) for removal: complications. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as did you undergo an essure confirmation test: no, hormonal changes describe: decreased libido, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no: c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included palpitations, anxiety, polyp of corpus uteri and headache. Previously administered products included for an unreported indication: wellbutrin, propranolol and phentermine. Concurrent conditions included depression, hypertension and pain nos. Concomitant products included buspirone since 2017, escitalopram since 2017, hydrochlorothiazide since 2018, ondansetron (zofran), propranolol since 2016 and sumatriptan since 2017. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("pain"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (to remove the essure implant anticipated or scheduled date: on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, libido decreased, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight increased and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Essure removal :anticipated or scheduled date: on (B)(6) 2018, reason(s) for removal: complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no: c59244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included palpitations, anxiety, polyp of corpus uteri and headache. Previously administered products included for an unreported indication: wellbutrin, propranolol and phentermine. Concurrent conditions included depression, hypertension and pain nos. Concomitant products included buspirone since 2017, escitalopram since 2017, hydrochlorothiazide since 2018, ondansetron (zofran), propranolol since 2016 and sumatriptan since 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("pain"). In 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (to remove the essure implant anticipated or scheduled date: on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, libido decreased, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight increased and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Essure removal :anticipated or scheduled date: on (B)(6) 2018, reason(s) for removal: complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines. Most recent follow-up information incorporated above includes: on 28-nov-2018: medical records received: reporter added. Lot number added. Concomitant drugs and conditions were added. Auto-narrative supplement added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.